Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 5 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 202 ng/l. The result was reported outside the laboratory and a new sample was obtained in the emergency room. The result from the new sample was 6 ng/l. On (B)(6) 2025 the initial sample was retested on other modules. The result using analyzer serial number (B)(6) was 6.07 ng/l, the result using analyzer serial number (B)(6) was 6.11 ng/l, and the result using analyzer (B)(6) was 9.42 ng/l. Patient 2: on (B)(6) 2025, the initial result was 15.4 ng/l, and the repeated result was 11.3 ng/l. The repeated result was obtained on another module. Patient 3: on (B)(6) 2025, the initial result was 17.2 ng/l, and the repeated result was 14.2 ng/l. The repeated result was obtained on another module. Patient 4: on (B)(6) 2025, the initial result was 14.8 ng/l, and the repeated result was 7.5 ng/l. The repeated result was obtained on another module. Patient 5: on (B)(6) 2025, the initial result was 15.1 ng/l, and the repeated result was 10.2 ng/l. The repeated result was obtained on another module.

Manufacturer narrative:
D4 lot number and expiration date were updated. The qc and calibration were acceptable. A general reagent issue was excluded. Due to the limited information, the investigation could not find a clear root cause.